Manufacturer narrative:
(B)(4). The device was not available for baxter to evaluate. However, the device was serviced prior to baxter being made aware of this complaint status. A review of the event logs from previous servicing revealed no malfunction that could have caused or contributed to the reported issue. A device history review was performed and the device was distributed for use over 10 years ago and has been refurbished/serviced since its original manufacture date. A review of the device service history revealed no issues that could have caused or contributed to the reported difficulty. The reported issue was not confirmed. The assignable cause was undetermined.

Event description:
Initially, the patient commented on experiencing bloating and scrotal swelling during a call for an unrelated issue. During a follow up call on (B)(4) 2012, the facility nurse provided the following information: on (B)(6) 2012, the patient was seen at the clinic and complained of feeling full and having scrotal swelling. A peritoneal leak was suspected. The patient was hospitalized. The patient was seen by a surgeon, however, no orders were received. The patient is being treated by the nephrologist for the peritoneal leak. Peritoneal dialysis was put on hold on (B)(6) 2012 and hemodialysis started on (B)(6) 2012. The patient remains on hemodialysis at this time. The nurse indicated the cause of the peritoneal leak is unknown and it is unknown if the event of peritonitis (addressed in a separate report) is related to the event of peritoneal leak. The outcome of the peritoneal leak is unknown.

Manufacturer narrative:
(B)(4). The status of the homechoice device is unknown. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.